Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced an upstream occlusion. The cause was identified to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed upstream occlusion. No additional information is available.